Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The reporter's information was updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 correction: health effect - clinical code should only be 2146 - burning sensation and 1980 - undesired nerve stimulation should be excluded h6 correction: health effect - impact code should be 4613 - minor injury/illness/impairment rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure h6 correction: medical device problem code should be 3022 - temperature problem rather than 1463 - pocket stimulation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced burning sensations on their left ipg site. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The reported observation of burning/shocking goes away when the stim is off was not confirmed during electrical analysis which included temperature testing at high settings. A diagnostic log review did not note any anomalies. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.